Event description:
It was reported that high, out of range hv lead impedance has been observed over the past six months. It was also noted that the physician had seen a lead fracture on previous x-rays. Lead was capped and replaced. Patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.